Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which became worse with isometrics. Shock impedances were also out-of-range (oor) but pacing impedances seemed fine. A fracture is suspected. The device tachy therapy was turned off until the lead revision can be performed. The lead was later explanted and a visible fracture was seen at explant. To date, no additional adverse patient effects have been reported.